Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from the consumer, regarding a 42 year old female patient receiving intrathecal fentanyl via an implantable infusion pump. The indication for use of the device was for spinal pain. It was reported that on (B)(6) 2015, the patient was put on a trial basis of fentanyl for five days, but the patient wasn't aware she was on it for just five days. The pump was alarming and ran out of medication on (B)(6) 2015, and the patient went into withdrawal (for ten days.) The patient went to see the doctor where they had to order the medicine, and the patient was really really sick and gave the patient a shot (unknown shot), put the patient on fentanyl patches (maybe 25mcg) that did not work, and was also taking oral percocet. The shot made the patient sick and messed the patient's legs up. The patient got to the point where she couldn't take the pain anymore and got into a deep state of depression; tried to attempt suicide (2015-07-24), and was rushed to a mental ward for five days. After the patient got out, she went to see her hcp on (B)(6) 2015 where they were able to fill her pump again. The patient woke up today (B)(6) 2015 and doesn't have pain today; she was actually pain free. The situation was noted as resolved. If additional information is received this report will be updated.